Manufacturer narrative:
H2) additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the site believes that the counter-balance was faulty but the manufacturer representative was able to remedy the drooping arm by doing some tension adjustments.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9733737; lot/serial #: unknown. Report source foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the camera arm was drooping with loss of balance. They adjusted the tension on camera arm to acceptable state. Then performed self tests and a system checkout. All tests passed. No test instruments were used. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the sites camera arm was drooping substantially. No patient was present at the time of the event.